Event description:
Technician alleged that the brake casters are not holding. No alleged injuries by the account.

Manufacturer narrative:
The technician replaced all four brake casters and the foot end hex rod to resolve the issue.